Event description:
Healthcare professional reported "bilateral removal is noted as left side ¿rupture¿. ¿left rupture-changing sizes.¿ device explanted. Left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: rupture.